Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her left hip on or about (B)(6) 2009. Patient was implanted with a depuy asr hip implant on her right hip on or about (B)(6) 2009. On various dates post-surgically, patient experienced bilateral pain and difficulty walking and sitting. Additionally, it is alleged that patient had blood-work done, which revealed excessive levels of chromium and cobalt. Patient will be having the right asr hip explanted on or about (B)(6) 2011. Patient has not yet scheduled an explantation of the left asr hip implant. Update: (B)(6) 2011 - the sales rep has reported the revision surgery for the left side. Patient was revised due to acetabular cup loosening. The report also states that the cup was vertical. Update: (B)(6) 2012- operative notes received. Corrosion was noted on the left side. Therefore, the stem and sleeve have been added and initial emdrs created.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other similar reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.